Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. Prior to starting the case, the patient had a trivial effusion at baseline. The patient received ablation with a non-boston scientific (bsc) product and effusion remained stable post ablation. The 27mm closure device was the placed with no complications. The closure device procedure had no recaptures and minimal steering in the laa. Transesophageal echocardiography (tee) imager assessed the effusion remained trivial post closure device procedure with no change from baseline. As the physician was prepping for pacemaker insertion, the patient became hypotensive and an increase in the effusion was noted. Pericardiocentesis was performed with the patient noted to be stable at end of the procedure. The patient was admitted to the hospital beyond the standard of care.